Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep clarified that the issue was a short circuit rather than an open circuit. No further action was taken since the short is not impacting the patient's therapy. The cause of the short circuit is unknown, with the issue unresolved at the time of the report. The patient was implanted for parkinson's disease. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had their ins replaced due to normal battery depletion. Before the procedure impedance testing indicated a short circuit on the 0 <(>&<)> 1 configuration. Impedance testing on the replacement device showed a short circuit on the 0 <(>&<)> 1 configuration as well. The patient was doing well as they were not using the 0 <(>&<)> 1 configuration for therapeutic settings. They were programmed at c+ and 3-. The interrogation showed the possible open circuit with 90 ohms prior to the replacement procedure (it was noted that an open circuit with a low impedance is a contradiction, and clarification was requested). Therapy impedance was 1395 ohms with 2.45 ma. No surgical intervention was required. No patient symptoms or further complications were reported as a result of this event.